Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ccd (charged coupled device) as a failed leak test from the housing and the head cover due to a deformed housing of the ccd, discoloration of the zoom as well as focus rings, and connector were observed, and visible stains were noticed inside the ccd cover glass a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the not working and paddle damaged was due to video connector physically damaged and the image was blurry due to a faulty ccd and the ccd as a failed leak test from the housing and the head cover due to a deformed housing of the ccd. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during reprocessing the camera was not working and paddle damaged. No reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing the camera was not working and paddle damaged. No reports of patient involvement.